Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under the MFR 9613350.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under the MFR 9613350.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown durom cup, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06715. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 13 years post-implantation due to pain, metallosis, elevated ion levels, and acetabular loosening. During revision the acetabular shell was easily removed and virtually no bone ingrowth. Attempts have been made and no additional information is available.